Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed that the last basal delivery and the last bolus delivery were on (B)(6) 2015. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.